Manufacturer narrative:
H6: off-label: pre-existing progressive myopia. Work order search: no similar complaints within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -13.0/2.5/103 (sphere/cylinder/axis) was implanted upside down into the right eye (od) of a patient with pre-existing progressive myopia on (B)(6) 2023. The lens was intraoperatively implanted and removed. The problem was not resolved. Cause of the event is unknown. Reportedly, "during the procedure of removing the lense, one of its ends was torn so no attempt was made to implant it again." The problem was not resolved. Conventional treatment with moxifloxacin and dexametasone, with no apparant damage was reported. No patient injury.

Manufacturer narrative:
Corrected data: b1: should be corrected to product problem. B2: should be omitted for correction. H1: should be corrected to malfunction. Claim#(B)(4).